Event description:
During a hemodialysis treatment the catheter leaked just at/in the exit site resulting in loss of blood. An acute procedure was performed to avoid further blood loss. Catheter was removed. The catheter was in situ for almost 12 months. Examination of the catheter luemn showed several "blisters."